Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an interventional procedure, the user reported that no information was shown on the display. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens completed the investigation of the reported event. The investigation showed that the defect described in the complaint had two characteristics: a temporary suspension of the application, which resulted in a reboot. Note: at the time of this procedure the vital curves (e.g. ECG) were available. A medium-term application crash after the characteristic above occurred, which was finally remedied by a reboot, but the operator decided to change the system in the meantime. In summary, the above is a software weakness which is counteracted with an update and, depending on the software version, has already been released (patch see below) or is planned for newer versions q3-q4/2020 (release date is currently not yet available). The correction regarding the system the complaint was directed to: for the affected system (vd11b), the above-mentioned patch (via ax054/19/p) is intended as a correction and the ui mentioned below has already been implemented on site. The error mentioned in the complaint has not again been reported since then. Corrective action: the field correction update ax054/19/p is already released and available for all affected systems with software vd11b to be patched.